Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having being hospitalized for high blood glucose of over 600 mg/dl and diabetic ketoacidosis. Customer indicated that they threw up and treated with the pump. Customer's blood glucose level at the time of the call was 118 mg/dl. Troubleshooting found that the pump passed the self test and was working as designed and customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshooting.